Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted that there were scratches noted throughout the device and the bending section could not be fixed firmly due to damage to the forceps elevator lever. It was also noted that the adhesive on the bending section rubber had a chip. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the endoeye flex deflectable videoscope bending section rubber had a scratch. Inspection and testing of the returned device found that the image disappeared during angulation in the up/down directions due to damage on the charge coupled device unit. There was no patient harm or user injury reported. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reportable malfunction occurred due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: "instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. Inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli (white light imaging) and nbi (narrow band imaging) observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.